Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, 90% stenosed, de novo distal right coronary artery (rca) the 2.75 x 23 mm xience pro stent delivery system (sds) was advanced but could not cross the lesion and the shaft was bent/kinked. The device was removed from the anatomy without reported issue. A different 2.75 x 23 mm xience pro sds was advanced but also could not cross the lesion due to the anatomy; the device was removed. The lesion was treated using balloon angioplasty. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that the hypotube shaft is separated distal to the hub. There is a kink in the hypotube also distal to the hub. It could not be determined if the separation occurred during use or during device return shipping.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances; however, the device was returned with the hypotube shaft separated. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us.